Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further investigation determined an investigation has been opened into the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a cardioblate gemini-s, the customer reported that the surgeon bored holes on both sides to separate the pericardium. During the operation, the cardioblate gemini-s was used to establish the guide rail (guidewire), and the minimally invasive bipolar forceps were used for pre-ablation. After the patient's left side ablation was completed, the surgeon was about to withdraw and switch to the right side. Suddenly, a guide rail disappeared in the endoscope. The surgeon observed in detail with endoscopy that one side of the jaws of the cardioblate gemini-s minimally invasive bipolar forceps was broken, and a guide rail was connected to the broken jaws of the bipolar forceps. The surgeon immediately stopped the operation and withdrew the cardioblate gemini-s minimally invasive bipolar forceps. The surgeon pulled out the guide rail under the endoscope, and removed the broken tip end connected to the guide rail. The surgeon asked his assistant to check the condition of the fracture to see if there were any remaining fractures. The customer stated that none of the pieces of the device detached and remained inside the patient. The device was replaced to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows one of the tips is broken off one of the jaws. Reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.